Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The doctor reported the head of the qwix screw fractured during foot surgery. The screw was removed with some difficulty and replaced with another 28mm screw. The head of the replaced screw fractured but was left in place as it would have been too hard to remove and there was sufficient compression generated. There was no pt injury; surgery was not delayed.